Event description:
Per the independent repair center, the power switch is not allowing the systems alarms to function.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.